Event description:
This bipolar cord failed to work during a cataract extraction procedure. Another cord was used for the procedure. There was a 3-5 minute delay while they switched to the other cord. There was no effect on the patient.